Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath assembly was not staying connected together when attempting to close a 6 fr sheath during a transcatheter aortic valve replacement (tavr) procedure. There was no blood loss. No patient injury and/or required medical or surgical intervention. Additional information was received on 27oct2023: the patient was stable. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. A click was noted. They were able to mate on first try, however it did not stay mated once advanced over wire into artery. They only attempted one time. The separation occurred when trying to advance over wire into femoral artery.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.